Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection set, the customer experienced leakage due to a broken lid/cap. No patient or user impact reported.

Manufacturer narrative:
E1. Initial reporter phone # (b)96). E1. Initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection set, the customer experienced leakage due to a broken lid/cap. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The analysis of the customer photos shows blood pooling in the well of the stopper in multiple tubes. Additionally, 20 retained samples underwent functional tests and visual inspections, none of which failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: blood pooling. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.